Manufacturer narrative:
Device was requested back to MFR for evaluation. If additional info is found, a follow-up report will be filed.

Event description:
It was reported that the brakes were not holding. Reportedly, the brake holding force, as evaluated by the reporter, was 45 lbs. No adverse consequence reported.